Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00081. Concomitant medical products: tmj system left fossa component, small, part# 24-6563, lot# 531090a . Unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni. Initial reporter occupation ¿ patient.

Event description:
It was reported the patient underwent a revision a couple years ago for an unknown reason following implantation of temporomandibular joint implants on the left side six (6) years ago. The patient is uncertain if the device remains implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00082, 0001032347-2021-00473, 0001032347-2021-00474, 0001032347-2021-00475. D10 ¿ medical products: tmj system left fossa component, small, part# 24-6563, lot 531090a. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 10mm, part# 91-2710, lot ni. 2.4mm system high torque (ht) cross-drive screw 2.7mm x 12mm, part# 91-2712, lot ni. Tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.